Manufacturer narrative:
It is unknown if the device was in clinical use or not. No patient or user harm reported. The customer reported the touchscreen failed and that when they change the inspiring time, the value varies without pressing the screen and does not allow them to select the desired value. The screen does not show any damage. The field service engineer evaluated the ventilator and confirmed the touchscreen is working, however found the navigation ring is not working. The front part of the equipment (bezel) is replaced with a new one due to the malfunction of the navigation-ring due to liquid inlet in the membrane. The equipment is now working perfectly. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported the touchscreen fails. There was no patient involvement.